Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017, with blood glucose of 45 mg/dl at the time of the incident. The customer used a glucose tablet and food to treat. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. No other details were obtained. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No unlocked lcd keypad connector.